Manufacturer narrative:
(B)(4): the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings. On investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the up arrow, down arrow and ok keypad buttons responded properly. The contrast keypad button was unresponsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.

Event description:
On (B)(6) 2012 the reporter contacted the animas corporation to allege a keypad malfunction. The reported claimed the down arrow button was having a response issue. The reporter described the patient having to put forth more effort while pressing the down arrow button to get a response. The reporter claimed the pump experienced neither trauma nor exposure to moisture. The reporter claimed that the pump was worn on a belt in a case and the pump was cleaned with a clothe or "wipes." There is no reported adverse event with this complaint. This report is being filed due to the allegation of a keypad malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.